Event description:
The customer contacted baxter?s technical service center to report high drain 101 alarm on the homechoice (hc) machine during use, patient connected. The home patient's (hp) caregiver (cg) was unable to clear the alarm that occurred. The baxter technical service representative (tsr) helped the cg clear the alarm message and informed her on why it occurred. Per hp's wife, the hp bypassed the initial drain. The uf for cycle 1 equaled 2622 ml. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. However, a device history record review was performed and there were no issue(s) found related to the reported problem. A service history revealed no issues that could have caused or contributed to the reported issue.